Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 11 months. A correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reportedly developed chronic endocarditis post vad implant and presented to an outside hospital on (B)(6) 2015 with a subarachnoid hemorrhage and an elevated inr. Suspected mycotic aneurysms and chronic endocarditis were thought to be risk factors for the patient&#62688;subarachnoid hemorrhage. The patient was given 1 unit of fresh frozen plasma at this time and showed a normal angiogram of the head on (B)(6) 2015. The patient and vad parameters were reportedly stable and the patient was discharged home. On (B)(6) 2015, the patient presented again with a severe headache and recurrent subarachnoid hemorrhage. No treatment was given at this time as the patient had a normal angiogram and the vad was reportedly functioning as expected. The patient was subsequently placed in hospice care and expired on 10/15/2015. The pump was not explanted and no product is to be returned.